Event description:
This case is cross referred with cases (B)(6) (cluster). This unsolicited device case from canada was received on 09-feb-2016 (additional information was received on 11-feb-2016, both the information were processed together with clock start date of 09-feb-2016) from a physician. This case concerns a patient (demographics not provided) who received treatment with synvisc injection and later had effusions that require draining. No past drugs, medical history, concomitant medication and concurrent condition were reported. On an unknown date, the patient initiated treatment with intra-articular synvisc injection (dose, frequency, indication and expiration date: jun-2018, batch/lot number: 5rsp001). On an unspecified date, after unknown latency, patient had effusions that require draining. It was reported that the physician was requesting replacement of the remaining 12 of the 25 as he had lost confidence in the synvisc batch (5rsp001) due to the frequency of these adverse events. Action taken: unknown. Corrective treatment: not reported. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot # 5rsp001 expiration date (06/2018) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 5rsp001 no CAPA was required. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme would continue to monitor complaints to determine if a CAPA was required. Seriousness criteria: required intervention. Follow up was received on 11-feb-2016. No new information was received. Additional information was received on 12-feb-2016. The suspect product expiration and ptc results were added. Text amended accordingly.

Event description:
This case is cross referred with cases (B)(4). This unsolicited device case from (B)(6) was received on (B)(6) 2016 (additional information was received on 11-feb-2016, both the information were processed together with clock start date of (B)(6) 2016) from a physician. This case concerns a patient (demographics not provided) who received treatment with synvisc injection and later had effusions that require draining. No past drugs, medical history, concomitant medication and concurrent condition were reported. On an unknown date, the patient initiated treatment with intra-articular synvisc injection (dose, frequency, indication and expiration date: not provided, batch/lot number:(B)(4)). On an unspecified date, after unknown latency, patient had effusions that require draining. It was reported that the physician was requesting replacement of the remaining 12 of the 25 as he had lost confidence in the synvisc batch ((B)(4)) due to the frequency of these adverse events. Action taken: unknown. Corrective treatment: not reported. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention .